Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased rv lead impedance, increased rv capture threshold, and non-sustained ventricular oversensing episodes were observed via remote transmission. Review of the transmission revealed oversensing of possible p-waves on the ventricular channel. Lead dislodgement was suspected. The patient was scheduled for a chest x-ray. No further information available.